Manufacturer narrative:
(B)(4). Batch # unk. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy, on the second firing, with a blue reload, two rows of staples didn't form on the patient side of the firing. This was noticed with more bleeding than usual. The doctor over sewed the staple line to control the bleeding. Another like device was used to complete the procedure. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Photographic analysis: five photos and a pdf with two images on the document were provided.  The first, second, third and fourth picture shows a blue reload fully fired with the pan partially detached form the reload.  The fifth picture shows a blue cartridge on an aside view, batch p5809m can be appreciated, with the pan partially detached form the reload.  A pdf file first and second images shows a staple line and the proximal part of an instrument, the jaws are compressing tissue, bleeding can be appreciated. Based on the photos alone the event describe is confirmed. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event.

Manufacturer narrative:
Product complaint # (B)(4). Batch # p5809m. Investigation summary: five photos and a pdf with two images on the document were provided;  the first, second, third and fourth picture shows a blue reload fully fired with the pan partially detached form the reload.  The fifth picture shows a blue cartridge on an aside view, batch p5809m can be appreciated, with the pan partially detached form the reload.  A pdf file first and second images shows a staple line and the proximal part of an instrument, the jaws are compressing tissue, bleeding can be appreciated. Based on the photos alone the event describe is confirmed. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event.,a gst60b cartridge was received in the (B)(4) lab with minimal amount of dried body fluids on the surface. Evaluation: the cartridge was visually examined with an optical microscope and images of the surface were taken. Very little dried blood or body fluid was visually observed on the surface which made it easier to analyze for the presence of staple particles. The cartridge was then examined in the scanning electron microscope (sem) which can examine a material at a higher magnification and can identify the elements in the material. When staples are loaded into a cartridge some of the titanium may transfer onto the surface of the drivers. By carefully examining the surface of the drivers where the staples were inserted, the energy dispersive x-ray (edx) detector can analyze for the presence of titanium from the staples if they were present during manufacturing. Pages 3 and 4 show examples of the cartridge driver surfaces and the resulting edx analysis of the material in the drivers. Six different drivers were examined, one from each staple row in the cartridge. Titanium particles were detected in every driver that was examined. Generally, there were multiple titanium particles on the surface of each driver that was examined. Conclusion: titanium particles were detected in all 6 of the drivers that were examined. These titanium particles were consistent with the titanium alloy that is used for the staples in the gst60b cartridge. This indicates that staples were loaded into the cartridge when it was manufactured. Device history batch: the batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Performed by (B)(4) the batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Performed by (B)(4).